Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "rupture, pain, cystic breast." Device remains implanted.

Manufacturer narrative:
The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device evaluation: analysis of the returned device identified: deformation device, creases fold, bubbles, voids and overweight, however, a review of the weight reports generated during the manufacturing process is performed and all units were within specification. Therefore, the overweight observed during the additional analysis is not considered a workmanship (see the weight report attached). Cloudy in the gel observed after autoclave cycle. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional additionally reported "grade 3 capsular contracture, snoopy deformity" and "silicone granulomas." Device has been explanted.